Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported unintended movement (dc shaft positioning) was confirmed via returned device analysis. The reported difficult or delayed positioning (clip caught on chordae) and poor image resolution during use could not be replicated in a testing environment as they are related to patient anatomy and/or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history not indicate a lot-specific quality issue. All available information was investigated and the reported clip caught on anatomy appears to be related to the difficulty visualizing the clip. The poor image resolution was due to patient anatomy. The unintended movement was due to the clip entanglement with the anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed for unintended movement of the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. A mitraclip was advanced and as it approached the mitral valve, the clip got caught in the chordae. The clip unexpectedly advanced into the left ventricle due to this entanglement. Troubleshooting attempts were done and the clip was able to be retrieved back into the left atrium. However during positioning, the clip moved medially upon delivery catheter (dc) shaft advancement, while confirming the clip's trajectory and perpendicularity. This was not resolved by manipulation of the m knob. The device and the undeployed clip were removed and replaced with a new device. Post procedure mr was reduced to 1-2. There was no clinically significant delay. There was no adverse patient effect. No additional information was provided.